Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed, and they indicate that the involved lot was manufactured in accordance with company specifications without deviations. A review of the pre-op MRI indicates that the patient had a grade 2 spondylolisthesis at l4-l5 and thus not indicated for the tops system. Tops is indicated for up to a grade I spondylolisthesis. Based on the available information, including pre-op imaging and follow-up films, it is believed that the reason for the subsequent surgery was related to the off-label use of the tops which was exacerbated by the surgical reduction performed during the original surgery. The revision was not necessarily related to the tops system. The rate of revisions for the tops system, with or without versalink, is lower than the reported rates in the literature for similar systems. If additional information becomes available, a follow-up report will be submitted. Report submission was delayed due to technical issues.

Event description:
The company was informed of a revision case for the tops system implanted together with versalink in the UK. The original procedure was performed on (B)(6) 2022, due to spondylolisthesis with spinal stenosis and degenerative disc disease at l4/l5, and facet joint instability with lateral recess stenosis at l5/s1. The patient was treated with decompression and tops at l4/l5, and plif cages and versalink at l5/s1. After a period, the patient complained of lower back pain. In the revision surgery, which was performed after almost a year, the tops motion implant and versalink rods were replaced with two-level fusion rods. The original screws were well fixed in the pedicles and remained in-situ. The tops explant has been returned and is awaiting investigation.